Event description:
Fire dept personnel connected the device to a pt described as in full arrest. Reportedly, when the on/off switch was pressed to power the device, a service mandatory message was displayed and the device was inoperative.